Manufacturer narrative:
Upon further review, it was determined that this device is not same as or similar to a device that is manufactured or distributed in the us. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information/correction: d4: catalogue #, g4: PMA/510k # or bla #. Correction to d4: catalogue # - the customer provided two product code numbers for one occurrence: 115312 (prismaflex hf1400 set ckt) and 107142 (prismaflex hf1400 set). The product code 115312 is not sold in the us, this product is only sold in india, korea, and taiwan. The complaint is coming from USA, so the correct code is 107142 (prismaflex hf1400 set). Additional information: d9, h3, h6, h10. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the drain bag stopcock was not glued. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during draining of a prismaflex set effluent bag an external fluid leakage was observed. It was further reported at the bottom of the bag (where the valve was located), "the stopcock came out and the 5l of waste fluid leaked all over the nurse". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to d4: catalogue # - the customer provided two product code numbers for one occurrence: 115312 (prismaflex hf1400 set ckt) and 107142 (prismaflex hf1400 set). The product code 115312 is not sold in the us, this product is only sold in india, korea, and taiwan. The complaint is coming from USA, so the correct code is 107142 (prismaflex hf1400 set). H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the drain bag stopcock was not glued. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.